Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a balloon angioplasty procedure, crossing difficulty occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). After crossing an unspecified guidewire, a 3.75 mm x 30 mm maverick balloon catheter was selected to cross the target lesion however; the device was unable to cross the lesion. The procedure was completed with a different device. No complications were reported and patient status is good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with the shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole and scratch in the balloon wall material located over the distal markerband. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).